Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a leak was identified that could cause or contribute to the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4).. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc), while the hp was connected, during fill. During troubleshooting it was noted that there was an unspecified leak, as fluid had collected around the bottom of the homechoice. The patient was advised to complete therapy using new supplies and to notify their nurse regarding the event. There was patient involvement, but there was no report of adverse event associated with this report. No additional information is available at this time.